Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, an intuitive surgical inc. (Isi) clinical sales associate (csa) reported to the isi technical service engineer (tse), an energy activation error occurred during the use of a monopolar curved scissors (mcs) instrument. The site checked the instrument on a different universal surgical manipulator (usm), but the issue remains the same. The site checked different msc instruments, but the issue remained the same and the error was occurring in both monopolar ports on the erbe generator. The site has restarted the erbe, and the error was repeating. The site does not have a backup energy device available. The tse informed the site that the erbe needs to be replaced at the site to resolve the issue. The procedure was unknown how it was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Manufacturer narrative:
The procedure was completed. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vio integrated electrosurgical generator unit (iesu) was analyzed and the reported failure "c-34 error" was confirmed and reproduced when the unit was connected to system. System logs "25913 pattern (2) c-34 errors" confirming the fault occurred in the field. During the visual inspection it was found that the power button did not stay into power on, the unit had no significant scratches or dents, and the front bezel was in decent condition. The iesu was placed on a system running in normal mode and the measurement value for high frequency (hf) voltage was found low in on state (requiring the power button to be held to turn on). The complaint was confirmed based on the failure analysis. The probable root cause of error c-34 is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure and a magnetic interference on the erbe generator.

Event description:
Refer to h11 for follow-up information.